Event description:
It was reported a battery installed on the stretcher experienced a thermal event. There was no patient involvement and the stretcher was not in use at the time of incident. No injuries were associated with the reported incident. The stretcher has been evaluated by the manufacturer at the customer's location; however, the battery was damaged to a point that identification of the serial number could not be made. The reported stretcher was confirmed as an identified affected serial number in ferno's open recall (z-0184-2023) initiated on 10/07/2022. Notification of the recall was provided to the customer via certified mail on 11/4/2022 with delivery confirmation on 11/7/2022. Multiple followup email and phone communications were also carried out prior to the reported incident. A review of the recall records indicate 26 of the customer's potentially 115 batteries affected by the recall had been reported and/or accounted for prior to the incident. Following the reported incident, the customer reported an additional 66 affected batteries that were still being used. Replacement batteries are being shipped along with disposal containers for removal of the affected batteries.